Event description:
During a laparoscopic toupet fundoplication, the needle broke. An x-ray was taken an the abdomen was irrigated; however, the broken component was not located. The surgeon felt the morbidity potential was greater if the abdomen was opened rather than from the needle portion remaining in the pt.